Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on, resulting in their blood glucose level exceeding 500 mg/dl with the display showing "high." The customer attempted to correct the high blood glucose using a correction bolus via the pump and did not require third-party assistance beyond the normal level. Technical support instructed the customer on several troubleshooting steps, including button presses and connecting the pump to a charger, none of which resolved the issue. Ultimately, technical support decided to replace the pump to rectify the problem, and the customer was advised on the procedures for receiving and returning the pumps. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues without interruption.